Event description:
Round part with the bristles broke out of the actual attachment holder-oral-b/power oral care refills "[device breakage]" . Case narrative: relative/friend reported via e-mail that brush head's round part with the bristles broke out of the actual attachment holder. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.